Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the synchroseal jaws peeled apart when using. On 8/20/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: synchroseal jaws peeled apart when using.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.